Manufacturer narrative:
The device was returned to olympus for evaluation. The outlet pipe of the water/air nozzle was obstructed with white plastic. This caused the device to fail the inspections relating to water flow, water removal and water channel volume. In addition, the adhesive on the light cover lens was worn, the light cover glass was chipped, the distal end adhesive was worn and the insertion tube for the bending section cover was stained. The device also failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was an air flow blockage (low water flow) on the evis lucera elite colonovideoscope during reprocessing. The unknown procedure was completed using the same device. It was reported that the user is a regular user of the device. During the inspection of the returned device, white plastic was identified in the air/water nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm, delay or clinical impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the air/water channel was blocked by a foreign material. It is likely that the foreign material was present due to an accessory used in conjunction with the device becoming damaged and when a broken piece entered into the air/water channel, the piece was pushed into the nozzle by the water or air. The following is included in the instructions for use (IFU) and may help detect the foreign matter: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The following is included in the instructions for use (IFU) and may help prevent the the foreign matter: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.